Event description:
It was reported that the ilet pump did not charge despite being on a charging pad with a solid green indicator light, and troubleshooting included advising the user to try a different household outlet. Symptoms included no clinical effects. Outcomes included no impact on health or activities of daily living. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected charging function issue potentially related to the external power source or charger interface, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of device evaluation and inability to reproduce the issue during the call.